Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b2, d1, h6. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 months post initial left total shoulder arthroplasty (tsa), revision was performed as the shoulder had dislocated and "raised up". The surgeon was unable to reduce with the 36mm (+2.5mm) in situ so they extracted the liner and replaced it with 36mm +0 and was then able to reduce the shoulder and close up. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 6359752 308-01-06 - 6x80mm distal stem modular cemented; 6407869 308-09-00 - small prox body +0; 7020433 308-15-25 - taper locking screw 25; a138866 308-10-25 - 25mm middle segment modular; a593999 308-05-17 - distal fixation ring ha 17.5; a894904 320-15-05 - eq rev locking screw; a898000 320-20-00 - eq reverse torque defining screw kit; b003075 320-10-00 - equinoxe reverse tray adapter plate tray +0; b008278 320-31-36 - glenosphere, 36mm; b024937 320-35-01 - small glenoid plate; s480781 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; s515189 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s529980 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm.